Event description:
It is reported that a customer had an accident and their since then has been experiencing high blood glucose of 350. The customer's doctor advised the patient to increase the basal rate. The customer simply called to be assisted with setting the basal rate at the doctor's orders. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.